Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi and non-asahi products were used in this study; however, how each mentioned product had caused or contributed to adverse events was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with these events. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that asahi guide wires: sion, sion blue, fielder xt, fielder xt-r, fielder xt-a, gaia first, gaia second, gaia third, conquest and conquest pro might have caused or contributed to intraoperative hemoptysis and postoperative reperfusion pulmonary edema. Publication: frontiers in medicine, 2026 jan 12:12:1689193. Title: effects of balloon pulmonary angioplasty on cardiac and pulmonary functions and complications in patients with chronic thromboembolic pulmonary hypertension excerpt: materials and methods, patients, from february 2023 to december 2024, 100 patients with cteph at our hospital underwent bpa treatment were chosen to be study participants. Bpa methods: based on the severity of the patient's condition, the complexity of the lesion, and the overall physical condition, the number of bpa sessions per patient ranged from 2 to 5, with a median of 3 sessions (iqr: 2-4). The patient underwent routine disinfection and bandaging procedures, and local anesthesia was administered at the puncture site using 1% lidocaine. A 70-90 cm 8f cook vascular sheath (from the united states) or an 80 cm 8f super arrow-flex vascular sheath (from the united states) was inserted through the femoral vein. Then, 50 u/kg of unfractionated heparin (ufh) was administered intravenously. Subsequently, 6f jr4.0, jl4.0, jl3.5, al1.0 or mpa1.0 guide tubes (from johnson & johnson, united states) were inserted through the sheath into the target vessel to perform selective pulmonary artery angiography. During the angiography process, lesions were classified according to the japanese bpa study group's angiographic classification system (2015). Based on lesion type, thrombus burden, and post-treatment vascular lumen recovery, appropriate guidewires and balloon dilation catheters were chosen. The sion, sion blue, fielderxtr/xt/xta, gaia I, gaia ii, gaia iii, conquest, and conquest pro guidewires with a diameter of 0.014 inches (produced by japan asahi company) were inserted through the lesion site into the ikazuchi balloon dilation catheters with diameters ranging from 1.2 to 5.0 mm and the empria balloon dilation catheters (produced by johnson & johnson, united states). Based on the thrombus load, the recovery of vascular lumen stenosis after treatment, a 0.035-inch ultra-smooth extended guidewire (asahi indak corporation of japan) was replaced and inserted into an 8.0-10.0 mm cook balloon dilation catheter (cook company of the united states) if necessary. The expansion was performed using 4 to 14 atmospheres of pressure, with each expansion lasting for 6 to 30 s. During each bpa treatment session, the following operational details were meticulously recorded: the total amount of contrast agent used by the patient in each surgery was accurately recorded, which ranged from 100 to 300 milliliters. The entire operation time from the start of disinfection and draping to the end of the surgery was recorded, which was generally between 60 and 180 min. Results: clinical data of patients. This study collected 100 patients with cteph underwent bpa treatment, including 52 males and 48 females, with an average age of (62.43 ?} 10.59) years. There were 20 patients with a history of hypertension, 15 patients with a history of diabetes, 8 patients with a history of drinking, as well as 5 patients with a history of smoking. Additionally, all 100 patients underwent anticoagulant thrombolytic therapy and pulmonary artery targeted therapy. Bpa-related complications: there were 5 cases of hemoptysis, 1 case of reperfusion pulmonary edema, and no other complications occurred. Discussion: in terms of complications, 5 cases of intraoperative hemoptysis (5.00%) and 1 case of postoperative reperfusion pulmonary edema (1.00%) in this study were all alleviated after close observation or corresponding treatment, and there were no fatal complications. Sion blue: MFR report#: 3003775027-2026-00082, fielder xt: MFR report#: 3003775027-2026-00083, fielder xt-r: MFR report#: 3003775027-2026-00084, fielder xt-a: MFR report#: 3003775027-2026-00085, gaia first: MFR report#: 3003775027-2026-00086, gaia second: MFR report#: 3003775027-2026-00087, gaia third: MFR report#: 3003775027-2026-00088, conquest: MFR report#: 3003775027-2026-00089, conquest pro: MFR report#: 3003775027-2026-00090.